Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint did not indicate a lot-specific product quality issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported (single leaflet device attachment) slda appears to be due to challenging patient morphology/pathology (flailed chord, thin and friable leaflets). The tissue damage appears to be due to the slda; whereas, the unchanged mr appears to be the secondary effect of the reported slda and the tissue damage. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear, new flail, single leaflet device attachment of the implanted mitraclip, and surgical intervention. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip was implanted and the leaflets were stable. Mr was reduced to grade 2. However, it was later noted under echocardiogram that the clip was only grasping the posterior leaflet, and that there was a secondary flail on the anterior leaflet that was not there before. Mr returned to grade 4. The implanted mitraclip was thought to have caused/contributed to the new anterior flail and tear. The mitraclip procedure was aborted. On (B)(6) 2018, the patient underwent mitral valve replacement surgery. The patient is in the intensive care unit (ICU) and is stable. In the physician's opinion, the single leaflet device attachment may be related to the thin and friable leaflet tissue. No additional information was provided.